Manufacturer narrative:
Updated: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received without a valve loaded within the capsule. The device was received with both the handle and the capsule closed. The catheter shaft appeared bent. Delamination was evident at the proximal end of the capsule and there was a slight bend to the capsule. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. An in-house evfxplus-29 valve was successfully loaded onto the dcs. After the successful loading of the valve onto the catheter there was no evidence of a misload on the capsule. On retraction of the capsule via the rotation of the actuator, the valve deployed as expected. No other deformation was evident to the remainder of the device. The reported deployment issue could not be confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, in the descending aorta, the hat marker was observed on the inner curve and the delivery catheter system (dcs) was rotated almost 360 degrees to get the hat marker on the outer curve. The valve was deployed at 5 mm on the non-coronary cusp (ncc) and 7 mm on the left coronary cusp (lcc) using the cusp overlap technique and commissural alignment was achieved. During the final deployment, a paddle hang up occurred on the non-commissure (outer) paddle. Attempts to advance and retract the capsule was unssuccessful to release the paddle. Forward pressure was applied on the dcs and the paddle eventually released. Following valve deployment, a mild-moderate paravalvular leak was observed. Post-dilatation was performed with a 24 millimeter non-medtronic balloon, resulting in a trace-mild paravalvular leak. It was noted that tortuous iliofemoral anatomy and the need to rotate the handle of the delivery system almost 360 degrees may have contributed to the paddle hang up.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012914428); product type: 0195-heart valves. Product ID: evfxplus-29 ((B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.